Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. There are no facts confirmed to suggest that these are caused by any user misuse. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had incompatible scope error (e315). The issue occurred during preparation for use of an unspecified procedure. There were no reports of patient harm.